Event description:
It was reported that the customer experienced high blood glucose of 439 mg/dl which was not going down, despite a bolus delivery. During troubleshooting, the incorrect time was found programmed into the insulin pump. Customer was advised this may cause issues with basal rates. Assistance was provided in setting correct time and the rest of the customer's bolus went through. A few hours later, customer's blood glucose was 398 mg/dl and troubleshooting was performed with the insulin pump. Customer checked blood glucose again and it was 387 mg/dl. The drive support cap appeared normal. Insulin exited the tubing during a manual prime and no air bubbles or leaks were found. Customer was unable to perform high pressure test. Upon removal of infusion set from body, the cannula was not bent. Customer was advised to change entire set, reservoir and insulin. Her blood glucose was down to 274 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.